Event description:
The customer stated that he performed a fasting blood glucose test using his contour meter and received a reading of 254 mg/dl. He had expected a reading between 120-160 mg/dl. The customer took 25 units of insulin and began to not feel well a short time later. He retested his glucose and received a reading of 50 mg/dl. The customer drank juice and had something to eat in order to raise his blood glucose. He did not require outside medical attention. The customer was unable to troubleshoot at the time of the call. Several attempts were made to contact the customer for test strip information and to continue troubleshooting, but they were not successful. No product will be returned at this time.